Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture broke when sewing in the surgery of myomectomy. What tissue was being approximated or sutured when it broke? Procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/09/2020. Additional information was requested and the following was obtained: it was reported that the suture broke when sewing in the surgery of myomectomy. What tissue was being approximated or sutured when it broke? Unobtainable. Procedure date? (B)(6) 2020. Device return status/follow up? Noted. H3 evaluation: an empty opened foil and a used needle-suture piece of product was received for analysis. During the visual inspection of the sample, the swage and attachment are were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids and cut at the end of the suture. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.